Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) dislodged while the sheath was slitting. The physician used a new sheath to implant the ipl. The initial sheath was removed and discarded. The ipl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).